Manufacturer narrative:
The t:slim x2 user guide states: do be prepared to inject insulin with an alternative method if delivery is interrupted for any reason. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and subsequently, the pump shut off. Reportedly, the pump battery depleted from 50% to 5%. Review of the pump history with tandem technical support showed that the battery gauge decreased from 60% to 1% within one day. Additionally, it was reported that the customer ran out of insulin during the night, and the customer felt "too tired" to change the cartridge. Reportedly, the customer experienced an elevated blood glucose (bg) level of 287 mg/dl, which was addressed by administering a manual injection. Review of the pump data showed that the customer received a low insulin alert and out of insulin alarm as expected. Reportedly, the customer will continue using the pump for insulin therapy.